Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to rising lead impedances that were related to a lead issue. The physician suspected the beginning of a lead fracture based on these climbing measurements. No additional adverse patient effects were reported.